Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the event and confirmed that the device lost power unexpectedly twice. The electronic records also confirmed that the device was being powered by an ac power adapter (acpa) during the event and that the acpa was not communicating properly with the device. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control has determined that the likely cause of the reported issue was due to a failure of the acpa to communicate properly with the device, and because the acpa was being powered by a modified sine wave inverter. The customer was advised to replace the acpa and it has been recommended that the customer should not power the acpa with a modified sine wave inverter. The device's operating instructions include the following warning: physio-control has no information regarding the performance or effectiveness of the lifepak 15 monitor/defibrillator when the power adapter is used with a power inverter. It is the user¿s responsibility to verify that the monitor/defibrillator performs correctly when used with a power inverter. The customer has indicated that they will consider replacing the ac power adapter with a standard lifepak 15 battery charger in their ambulance vehicles.

Event description:
The customer contacted physio-control to report that their device's display went blank when attempting to monitor a patient during transport. The customer advised that a service indicator had also appeared, and that they had to remove and then reinstall the device's batteries in order to power it back on. This behavior indicates that the device had likely lost power and, as a result, the reported issue could have delayed or prevented defibrillation if it had been necessary. The customer further advised that in addition to having two batteries installed, that their device was connected to an ac power adapter which was plugged into a 110v modified sine wave inverter on their ambulance. The customer stated that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.